Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, component codes & investigation conclusions). A getinge field service engineer (fse) checked the high temperature alarm fault reported by the customer at the hospital site and recorded and confirmed the fault reported by the customer. Replaced the drive valve group. The equipment passed all factory specified performance and safety index tests. The equipment has been delivered to the customer and can be used clinically.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) device was in use and an alarm sounded: the system temperature was high.the user immediately stopped using the device and replaced it with a spare device. No personal injury was caused. A getinge field service engineer (fse) after on-site inspection, it was confirmed that the drive manifold assembly was leaking and needed to be replaced.the equipment is out of warranty. The user has not decided whether to repair this equipment. No service report can be provided for the time being. So, the complaint will be closed and, if new information and/or device were available, the file would be reopened and updated. There was patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, e1(initial reporter), e2, e3, g2, g3, g6, h2, h3, h10. Additional information: e1(event site telephone - (B)(6)) h3 other text : the user has not decided whether to repair this equipment.

Event description:
N/a

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) and an alarm sounded: the system temperature was high. The user immediately stopped using the device and replaced it with a spare device. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.